Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance to prevent low blood glucose on (B)(6) 2017 with blood glucose of 190 mg/dl at the time of the incident. The customer was at 156 mg/dl at the time of the call. The customer was given continued carbs to treat the low and keep them at around 300 mg/dl. The customer was not wearing the insulin pump during the incident, but was wearing the insulin pump within less than 48 hours. The customer stated that they got hospitalized due to the over delivery and thinks it was due to the recalled sets. The customer had changed their set and felt a burning sensation immediately. There was also an air gap in their reservoir. Troubleshooting was not completed for the low. The insulin pump will not be returned for analysis.